Event description:
It was reported that a patient presented in-clinic for a lead revision procedure. Prior examination of the patient's right ventricular lead revealed failure to capture with high capture thresholds and high pacing impedance. The lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.